Event description:
Customer reported device = 432 mg/dl at 9:40 am. At 10:15 am, customer's family member took him to the hospital. Hospital device = 169-190 mg/dl and customer's device = 303 mg/dl at 11:43 am. A lab was performed, however the results unknown. No treatment was given. Controls were no in range. A request was made for return product and replacement product was sent.